Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump usb port sparked after being connected to a power source multiple times. The customer reported a "weird smell" from the pump. The customer's blood glucose was 187 (mg/dl). Reportedly the customer reverted to manual injection for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.